Event description:
The user facility reported a 65-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an implanted impella 5.5 pump began to experience high purge pressure during patient support. The purge cassette was exchanged to troubleshoot the issue, but the high purge alarm persisted. Due to the noted condition, the decision was made to remove the pump, clean the graft, and implant a new impella 5.5 device. Upon explant, a clot was found around the motor housing of the device. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. The impella has not been returned for evaluation. Data logs were reviewed and showed flow saturation and a gradual increase in purge pressure over 12 minutes. The root cause of the high purge pressure issue was most likely biomaterial which would have been a result of the use of the previously used graft.